Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that on literature review "no difference of gait parameters in patients with image-free robotic-assisted medial unicompartmental knee arthroplasty compared to a conventional technique: early results of a randomized controlled trial", thirty three (33) patients underwent a primary uka procedure assisted with a navio robotic surgical system where cemented journey ii uni implants were used. From these patients, a total of two (2) required an arthroscopic arthrolysis reoperation due to an unspecified complication and/or experienced clinical symptom(s). The outcome of both patients is unknown. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Section h6 (clinical code) was updated. Section h10: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, 2 patients (sited from a literature review) required an arthroscopic arthrolysis reoperation due to an unspecified complication and/or experienced clinical symptom(s) sometime after having a navio -assisted journey ii uka procedure. Table 3 shows 2 patients had stiffness; however, the outcome of either patient is unknown. As of the date of this medical investigation, clinical documentation has not been received. Without patient specific medical documentation, definitive clinical factors which could have contributed to the reported arthrolysis and stiffness could not be concluded, although this is a known potential post-operative occurrence and not indicative of a component malperformance. The impact to the patients beyond that which was reported cannot not be determined based on the limited information provided in the literature. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).